Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the staple fired, but there an incomplete staple line centrally. The surgeon used the same handle and a second reload to complete the staple line the over sewed the location of the incomplete staple line.